Event description:
No additional information.

Manufacturer narrative:
Investigation results: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2203e and lot# 23105217 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2203e and lot# 23105217 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material #: 2203e, batch #: 23105217. It was reported by customer that vial leaking from anywhere except dispensing point. Verbatim: rcc received a complaint via email. Email(s) attached. Cove ID (B)(4). Date of company awareness 11-sep-24. Merck fg batch # y008793. Bd vial adapter batch 23105217. Pqc category vial leaking from anywhere except dispensing point - during use

Event description:
Material #: 2203e. Batch #: 23105217. It was reported by customer that vial leaking from anywhere except dispensing point. Verbatim: rcc received a complaint via email. Cove ID: (B)(4). Date of company awareness: 11-sep-2024. Merck fg batch # y008793. Bd vial adapter batch 23105217. Pqc category: vial leaking from anywhere except dispensing point - during use.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.